Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 332 mg/dl. Reportedly, customer reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.